Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 1 year, 5 months. The system controller was returned for evaluation. The report of yellow wrench alarms and "date/time not set" messages was confirmed through the data log file analysis. Multiple events of the system controller clock being reset were noted. The data also captured multiple events of no external power being supplied to the system controller, with events where both power cables were disconnected and the system controller was being supported by the backup battery. During these events the real time clock remained synchronized and the elapsed time was approximately 34 minutes and 20 seconds. Ultimately, the pump speed fell to 9150rpm, below the low speed limit of 9200rpm, and the events indicated that the system controller's backup battery became depleted due to external power being disconnected for an extended period of time. The length of time the system remained without power could not be conclusively determined. The log file also captured multiple yellow wrench advisory alarms as a result of active backup battery fault alarms and the system controller clock not being set. During the investigation the returned system controller was connected to a test 14 volt patient cable, power module, and system monitor and alarmed with a clock not set message. The system controller clock was synchronized from the test system monitor and the system controller operated in charge mode without any active alarms. The system controller passed functional testing using the manufacturer¿s laboratory equipment and was able to support a mock circulatory loop for an extended period of time without any atypical alarms or events being captured, even when both power cables were disconnected and the system was being supported by the system controller's backup battery. The system controller was disconnected from and reconnected to the laboratory test equipment multiple times and the real time clock remained synchronized. Evaluation of the internal backup battery did not reveal any issues. The returned system controller and internal backup battery were found to function as intended and the root cause of the events captured in the log file could not be conclusively determined. However, the events appear to be a result of the system controller's backup battery being fully depleted due to both power cables being disconnected from external power for an extended period of time. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the system controller was alarming with a yellow wrench alarm and notifications of "date/time not set." The system controller was exchanged with another system controller. No additional information was provided. During evaluation of the returned device, multiple power cable disconnected events and backup battery power support were observed in the system controller log file.